Event description:
An orsiro drug eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the left diagonal branch. After predilatation, the device could not pass the lesion. Another predilatation was performed but again the lesion could not be crossed. Another stent was used to complete the intervention.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The stent is crimped well between the two radiopaque markers and shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Review of the product release documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns against reinsertion if the orsiro sirolimus eluting coronary stent system was removed prior to expansion.